Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was advanced into a 6f non-cordis sheath introducer, during which slight resistance was encountered due to calcification of the superficial femoral artery. The device was manipulated back and forth and then advanced. The balloon was partially inflated under fluoroscopy to confirm position, then pulled back under fluoroscopic guidance toward the puncture site. The balloon was reinflated, and as the device was pulled back, the tension indicator¿s black line aligned with the side marker, which prompted pressing of button 1 to deploy the sealant. After 2 minutes, the balloon was deflated and button 2 was pressed, and the device was removed. Manual compression was applied for 2¿3 minutes, followed by an additional 5 minutes, but hemostasis was not achieved and a weakened dorsalis pedis pulse on the left side was noted and confirmed by doppler. There was a reported patient injury of left superficial femoral artery occlusion requiring stent placement. A contralateral approach was performed via right femoral artery puncture with a 6f non-cordis sheath introducer using a crossover technique. Angiography confirmed sealant embolization into the vessel, and intravascular ultrasound identified the sealant at the origin of the left superficial femoral artery. A 7mm × 15cm non-cordis stent was deployed, followed by expansion with a 6mm × 10cm non-cordis balloon. Angiography confirmed good blood flow. The right femoral artery access was then exchanged for a 6f non-cordis sheath introducer, and hemostasis was achieved with another mynx device. The procedure was completed. The cause of the inadvertent intravascular sealant release was attributed to vessel narrowing and calcification near the puncture site, which led to balloon entrapment and misalignment of the tension indicator. The device was stored and prepared according to the instructions for use (IFU). There was no device or package damage noted prior to use. The femoral artery¿s suitability was verified on angiography or venography, including confirmation of the vascular sheath introducer's insertion angle (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5 mm, and no vessel tortuosity was noted. The product was not returned for analysis. A review of the manufacturing documentation associated with lot j2512801 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular occlusion, mynx control system mynx control system resistance/friction with csi, sealant inaccurate placement (intravascular)¿ could not be evaluated. Without the return of the device or procedural images, the exact cause of the reported event could not be determined. Vascular occlusion/thrombosis/embolism is a potential complication of this type of procedure and device. A definitive root cause could not be conclusively determined but patient history, clinical status, comorbidities, and pharmacological factors may have been possible contributing factors for the patient outcome, especially since it was reported the inadvertent intravascular sealant release was attributed to vessel narrowing and calcification near the puncture site, which led to balloon entrapment and misalignment of the tension indicator. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was advanced into a 6f non-cordis sheath introducer, during which slight resistance was encountered due to calcification of the superficial femoral artery. The device was manipulated back and forth and then advanced. The balloon was partially inflated under fluoroscopy to confirm position, then pulled back under fluoroscopic guidance toward the puncture site. The balloon was reinflated, and as the device was pulled back, the tension indicator¿s black line aligned with the side marker, which prompted pressing of button 1 to deploy the sealant. After 2 minutes, the balloon was deflated and button 2 was pressed, and the device was removed. Manual compression was applied for 2¿3 minutes, followed by an additional 5 minutes, but hemostasis was not achieved and a weakened dorsalis pedis pulse on the left side was noted and confirmed by doppler. There was a reported patient injury of left superficial femoral artery occlusion requiring stent placement. A contralateral approach was performed via right femoral artery puncture with a 6f non-cordis sheath introducer using a crossover technique. Angiography confirmed sealant embolization into the vessel, and intravascular ultrasound identified the sealant at the origin of the left superficial femoral artery. A 7mm × 15cm non-cordis stent was deployed, followed by expansion with a 6mm × 10cm non-cordis balloon. Angiography confirmed good blood flow. The right femoral artery access was then exchanged for a 6f non-cordis sheath introducer, and hemostasis was achieved with another mynx device. The procedure was completed. The cause of the inadvertent intravascular sealant release was attributed to vessel narrowing and calcification near the puncture site, which led to balloon entrapment and misalignment of the tension indicator. The device was stored and prepared according to the instructions for use (IFU). There was no device or package damage noted prior to use. The femoral artery¿s suitability was verified on angiography or venography, including confirmation of the vascular sheath introducer's insertion angle (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5 mm, and no vessel tortuosity was noted. The device will not be returned for evaluation as it was previously discarded.